Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent as appropriate. Lawyer-filed report - (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced emotional distress and a problem with the product. The device was implanted for treatment.

Event description:
Additional information received indicated that the causes of death were reported as acute respiratory failure, acute renal failure, internal hemorrhage, coagulopathy, and liver failure.

Manufacturer narrative:
Additional information: this was submitted as a supplemental report on the summary report dated (B)(6) 2014 under exemption (B)(4). Additionally, this was submitted as a supplemental report on the summary report dated (B)(6) 2015 under exemption (B)(4). Lawyer-filed report

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, infection, urinary problems, bowel problems, fistulae, recurrence, and bleeding. It was also reported that the plaintiff experienced hematuria, stress urinary incontinence, intrinsic sphincter deficiency, dysuria, urinary frequency, urinary urgency, nocturia, odor in the urine, and acute cystitis. Furthermore, it was reported that the plaintiff died. No cause of death was reported.